Manufacturer narrative:
A1 and b5 additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this happened on a medtronic cadaveric truck. No patient involved. No surgeon involved. This issue was found at the set up of the truck event.

Event description:
Medtronic received information regarding a navigation system being used for an optical procedure. It was reported that there was a localizer not connected message. Self-test showed unknown firmware: combined psu/scu firmware, unknown firmware: optical localizer power supply unit (psu), psu had a green and amber light emitting diode (led), and it was confirmed poe had a red led. Technical services (ts) confirmed that the poe lan cable does not have a led on the o-ring. They swapped the poe lan cable to the port next to it on the o-ring and there was no led. Ts had the rep swap the cable from the poe to the o-ring with a known working ethernet cable and the poe was still red and the port on the o-ring still had no led. It was confirmed that the poe lan port on the o-ring was functional by plugging in the ethernet cable next to it. The poe injector was the probable cause. Length of surgical delay unknown. Impact on patient outcome unknown.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735798r: h3, h6: a medtronic representative went to the site to test the equipment. Hardware was replaced and the system then performed as in tended. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.